Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse performed a service to correct the problem. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure and prior to ports placement, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that the system could not be powered up normally: some components were turned on, and some other components were turned off. The tse had the customer perform hard power cycle the whole system and check blue fiber cables. The customer found that the blue fiber cable connection was loose. However, after the customer reseated the blue fiber cable and performed hard power cycle the system, errors 307 and 311 still occurred. The customer elected to use another da vinci system to continue with the procedure.